Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information reported affected eye is left eye. The broken pieces have been removed and surgery was completed with another xen.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. Directions for use: the xen® injector is supplied preloaded and ready to use. After removing the injector from the tray, verify that the slider is in the full back position. If the slider travel lock is absent or the slider of the xen® injector has actuated, the gel stent could be potentially damaged, and should not be used.

Event description:
Healthcare professional reported xen®45 gts "implant it appeared to stick in the applicator on insertion and once deployed into the unknown eye, it broke into pieces."